Event description:
MFR received a report from outside the u.s. Regarding a malfunction of a transactive plus ceiling lift. At the top of the lifting range, as the strap wedge touched the lift, the wedge tore the stitching apart at the closed loop holding the carry bar. Once the strap wedge tore through the stitching, the loop no longer existed causing the carry bar to no longer be supported. No pt was hooked onto the carry bar during this instance and no injury or illness has been associated with the use of this device.